Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) medical center d4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patients were falling off the station after a defined time. A technical support specialist (tss) identified admitted patient duration setting, and since the user did not have access to device settings, changes were made with user approval. The tss dialed into the server and found that the automatic patient drop setting was configured for 7 days. The tss contacted the user, explained the change, and received verbal approval to update the setting from 7 days to 30 days. Rsi kit warnings were reviewed with the user, who confirmed that rsi kits were not used and approved proceeding through the warnings. All settings were saved successfully. The user agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, three patients were not displaying at the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.